Event description:
The instrument was used during a laparoscopic cholecystectomy. The er230 fired 3 times successfully. The next 2 clips fired but did not close completely. The instrument was handed off and fired at the back table several times and appeared to then fire appropriately. The instrument was uased to complete the case. There was no consequence to the pt. Instrument was from an ftr72 kit, lot number j4415n.